Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to atrial fibrillation. Three days later an alert was received for tachycardia therapy being programmed off in the device. The field representative obtained additional information that a physician at the clinic had programmed therapy off due to the inappropriate shocks. Therapy was programmed back on the following day. No further programming changes were made to the device and no adverse patient effects were reported.